Manufacturer narrative:
Evaluation summary: the file indicates the use of a qualified cartridge with a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, two iols were defective and could not be placed in the patient because they were broken. There was a delay in the procedure. The procedure was completed. Patient impact was reported as inflammation of the cornea on the day of the surgery. Additional information was provided indicating that one of the two lenses reported had an amputated haptic and the other lens broke in two parts. The procedure was completed with a third lens. The patient developed corneal edema that required medical attention. There are two medical device report associated with these events reported. This report is for the iol that broke in two.